Event description:
An urgent field problem report with respect to the CT pt table top detachment was received on (B)(6) 2010. The pt that was on the table at the time of event did not suffer any injury.

Manufacturer narrative:
Conclusion : the four screws that secure the pt table top to the carrier did not have the proper washers in the place which caused the table top to detach. The pt that was on the table at the time of event did not suffer any injury. Investigation concluded the problem may affect neuvix dual scanners, some of which may be missing fixture metal washers as required. Action plan is as following: a field safety notice will be sent to all end users by (B)(6) 2010. The letter will be sent by certified mail. Mandatory field change order and fco kits will be released to all affected systems. The mandatory field change order is expected by (B)(6) 2010. All affected systems will be updated with aforementioned kits in 6 months after the release.